Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for device change-out procedure, multiple atrial and ventricular noise reversion episodes were observed. There were also consecutive premature ventricular contraction events due to ventricular noise. Further review noted that the episodes are occurring since at least (B)(6) 2018. Device was reprogrammed. Patient will continue to be monitored. Patient was stable throughout the event. Related manufacturer reference number: 2938836-2019-03903.